Event description:
During a biliary dilatation on computed tomogram scan d/t [due to] jaundice, bile duct stricture, the spyscope spyglass device was engaged and the screen for viewing projected with an array of lines making visualization difficult. The spyglass was removed and a new spyglass obtained, when engaged it performed as expected with clear visual of site, case proceeded without further issue, no harm to the patient.